Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, an image was provided for review. The investigation of the reported event is currently underway. Expiry date: 12/2023.

Event description:
It was reported that during a stent placement procedure, the stent allegedly compressed. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure, the stent allegedly compressed. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation and was found in used condition without stent, which reportedly had been completely deployed. Based on sample condition no indication for stent compression could be found; x-ray images were provided, but with poor, dotty resolution so that a strut evaluation or length measurement was not possible, which leads to inconclusive result for stent compression. Based on the information available the investigation is inconclusive for stent foreshortening. A definite root cause for the reported event could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use closely describes holding and handling of the system during deployment, in particular the instructions for use state: 'remove slack from the stent system held outside the patient.', 'confirm that the introducer sheath is secure and will not move during deployment.', and 'to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Note: do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.' In regards to access and accessories the instructions for use state: 'gain femoral access at the appropriate site using a 6f (2.0 mm) or larger introducer sheath (...) Insert a 0.035¿ diameter guidewire of appropriate length'. The instructions for use further state: predilation of the lesion should be performed using standard techniques.', and 'if resistance is met during stent system introduction, the stent system should be removed and another stent system should be used.' H10: d4 (expiry date: 12/2023), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.